Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tubes customer received product without a separator. The following information was provided by the initial reporter. The customer stated: ¿this email is to inform you of an anomaly that we have just noticed on our bd barricor tubes: we have received tubes without a separator (see photos in pj). We have checked our stock and it seems that this is a random problem: not all the boxes in this batch 2192103 are affected by this problem."

Manufacturer narrative:
H.6. Investigation summary: bd received 2 photographs in support of this complaint. An evaluation of photographs was conducted and indicated that there was no separator in the tube. Additionally, 100 retained samples from the bd inventory were visually inspected, and no missing separator was found during the inspection. Although a review of DHR showed no indication of the alleged defect, the photos provided did confirm the reported defect. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tubes customer received product without a separator. The following information was provided by the initial reporter. The customer stated: ¿this email is to inform you of an anomaly that we have just noticed on our bd barricor tubes: we have received tubes without a separator (see photos in pj). We have checked our stock and it seems that this is a random problem: not all the boxes in this batch 2192103 are affected by this problem."